Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event in the past years. The device was used for treatment. The returned device was evaluated. An initial visual inspection did not identify any issues. When fresh batteries were inserted the device did not function, confirming the event reported. Device performance data showed that the device ran for over 7 days. As stated in the IFU, the pico 7 device is designed to provide therapy for 7 days. The device stopped providing therapy as it had reached its end of life time limit. The investigation has been concluded as ¿no device problem identified¿. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 4 days, all 4 indicator lights started to light up. It was not possible to start the pump again. This occurred after a thr procedure. No harm or injury reported on patient. Procedure was finished with a smith and nephew back up device. No delay reported.